Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the inner pouch was inspected, and it was confirmed that the pouch seal was open. The pouch seal was confirmed to have been applied along both the vendor seal and MFR manufacturing seal. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis of the returned device however the analysis is consistent with the reported event. The seal opening was determined to be easily detectable when received for analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the operator took the inner pouch out, he found the pouch to be opened at edge. Additional information provided by the customer indicated that it was an out of the box failure. The device was returned for analysis, and the inner pouch was inspected, and it was confirmed that the pouch seal was open. The pouch seal was confirmed to have been applied along both the vendor seal and MFR manufacturing seal. The reported event 'pouch seal (sterile barrier) is partially opened/unsealed' was not confirmed during analysis however the analysis is consistent with the reported event. The seal opening was determined to be easily detectable when received for analysis. The as analyzed 'pouch seal (sterile barrier) is opened/unsealed' will be assigned a probable cause of undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information and returned product failed to identify a definitive cause. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during m1 thrombectomy case. When the operator took the inner pouch of the subject catheter out, he found the sterile barrier pouch was partially opened at edge. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during m1 thrombectomy case. When the operator took the inner pouch of the subject catheter out, he found the sterile barrier pouch was partially opened at edge. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.